Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was found to have high threshold one day after implant and the threshold was too high for an MRI compatible lead. It was also noted that the patient was expressing that they had some pain. The rv lead was subsequently explanted and replaced. No patient complications were noted as a result of this event.